Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.